Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt's daughter called the previous day reporting that the pt had been "shocked by sparks flying out of the cord" to the power module. The pt's daughter was instructed to bring equipment in for change out. When the pt arrived in clinic, she stated that it was 1:00am when the event took place and she was not completely awake; she saw some green light on the area of ac cable, about 4 ft. Proximally from outlet. She stated that when she touched the cord, her fingers started to tingle. She stated that her fingers feel exactly like that when she is getting her pills ready also. Additionally, she emphatically denies being shocked. However, she did sleep on the power module supplied, and she donned ski gloves to avert a "shock". She denies any water being present in or around the cords. There were no other alarms or alerts. Account doesn't think that there are any areas of concern in the ac cable, however, the power module, power module pt cable and ac cord was replaced for safety reasons.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.